Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the water level error occurred even if proper amount of water was added. Event occurred during priming at the facility. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be confirmed. The cause is unknown. The float switch and the microswitch were replaced to correct the issue as a precautionary measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.